Event description:
It was initially reported by the treating physician's office that the pt's device "was not functioning". No further details were made available on the issue or when it began. Good faith attempts to obtain additional info have been unsuccessful to date.